Event description:
Tumt by prostatron. Urethral hemorrhage, prostatic urethral mucosal lacerations, acute urinary retention, inability to pass foley catheter. Requiring suprapubic tube, subsequent emergent turp, 2 units blood.